Event description:
It was initially reported that the physician obtained high lead impedance readings during a routine office visit for one of his vns patients. There was no reported trauma or manipulation of the device. The device diagnostics were all within normal limits a few months ago. The patient also reported experiencing an increase in seizures over the past few months. X-rays were sent to the manufacturer for analysis and no obvious anomalies were identified that could have caused or contributed to the reported event. The patient's parents have decided to program the device off and are not planning on having surgery at this time. Good faith attempts to obtain additional information for the treating physician have been successful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.